Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found in the first picture the label of the device. The second picture shows the device with a cover on top of the needle, the implants and suture are not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information in b5. H2: corrected information in h6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, when the t1 implant of the fast-fix 360 was introduced and fired, resistance was felt. Then when the t2 was fired it did not release. Stable patient. The t1 implant was removed from the patient with a grasper clamp. The procedure was a completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, when the t1 implant of the fast-fix 360 was introduced and fired, resistance was felt. Then when the t2 was fired it did not release. Stable patient. The procedure was a completed without surgical delay using a smith and nephew back up device. No further complications were reported.